Event description:
26 yr old dx with stage iiib hodgkins disease. Status post 4 1/2 of 5 cycles of chemo, the last of which exstravasated into the right chest wall 2 degrees to a dislodged port-a-cath. This injury required several surgeries. Pt was subsequently discharged to home in stable condition.